Event description:
It was reported by a hospital employee that a patient had passed away due to drowning and the family of the patient wanted to have the device sent back to know if it was still working and if that patient had a seizure immediately prior to drowning. It was estimated the patient passed away between 8-10 pm. Information was later received confirming both the lead and generator were explanted by a medical examiner and were being sent back for analysis, however no device has been received to date. It was unknown if the death of the patient was related to the device as the patient passed away due to drowning which had an undetermined relationship to the patient's epilepsy. No additional relevant information has been received to date.

Event description:
An analysis was performed on the returned lead portion. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The explanted generator was received into product analysis. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 3.042 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance or any other type of adverse condition found with the pulse generator. The seizure detection log was reviewed and it was indicated that autostimulation was delivered on the date of death. There was a total of 20 autostimulation that day with the last one being at 6:21:56 pm per the detection logs. During follow-up with the nurse, it was indicated that the patient was not found until 8-10 pm on the date of death so it is unknown if the patient passed away prior to this time.